Event description:
Pt with an extensive cardiac history including previous myocardial infarction, coronary artery bypass graft and enrolled in a research trial sustained a cardiac arrest with pulseless electrical activity. Paramedics were not successful with resuscitation efforts. The pt was pronounced dead on arrival to facility's emergency room. The pt's aicd was interrogated post mortem and it was determined that it was functioning properly and cause of death was pulseless electrical activity as determined by electrogram.